Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a failed battery alarm and had a blank display after the battery was replaced. Customer's blood glucose was 199 mg/dl. During troubleshooting, customer declined doing a self test. Customer reported the display had returned. Customer was advised the battery cap will be replaced. Customer was advised to monitor the device. Customer will not be returning the device for analysis.